Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation the right atrial lead exhibited intermittent capture. The patient would be monitored.